Event description:
Abbott diabetes care received an hsa user report in which a customer reported the pain and discomfort while wearing the adc device and experienced unspecified infection-like symptoms at the sensor site. Per the report: "patient-reported feeling bee stings in their underarm and swollen / swelling a few days after the sensor was installed into body." Hcp contact was made, and unspecified medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an hsa user report in which a customer reported the pain and discomfort while wearing the adc device and experienced unspecified infection-like symptoms at the sensor site. Per the report: "patient-reported feeling bee stings in their underarm and swollen / swelling a few days after the sensor was installed into body." Hcp contact was made, and unspecified medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.